Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency department with chest pain. A chest x-ray and CT scan was performed, and micro-perforation of the pericardium by the right ventricular lead was noted. The threshold had increased and the r wave amplitude had dropped. The patient has since stabilized, with no chest pain and stable device measurements. The patient was sent home with a transmitter and will be monitored for lead measurement changes.